Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that fibers and black foreign matter were noticed in the bd plastipak¿ concentric luer lock syringe barrels and blister packaging. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that fibers and black foreign matter were noticed in the bd plastipak¿ concentric luer lock syringe barrels and blister packaging. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: two sealed sample units from lot number 1711214 were received for evaluation by our quality engineer. Upon visual inspection of the first sample, a foreign particle was observed outside of the barrel within the packaging. Within the second sample, a particle was observed inside of the barrel. Through magnified inspection, the particles were identified as polypropylene material. These particles come from the syringe molding and transport processes. As this is the first occurrence for both inside the syringe and outside of the syringe for lot number 1711214, the allowable defect rates (per internal procedures) have not been exceeded. A device history record review did not reveal any anomalies during the production of lot number 1711214 that could have contributed to this defect. Equipment within the manufacturing line is regularly cleaned according to procedure. Final products are sampled from the manufacturing line and are subjected to visual and functional inspections to monitor for possible defects. Investigation conclusion: these particles come from material and transport processes of syringes. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other d.8. Device single use?: no h.3. Device returned to manufacturer: yes h3 other text : see section h.10